Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if the issue recurred.